Event description:
The reporter indicated that the pt had "excellent" thresholds at implant and now today (1/27/99), the device will not capture at 8.1 v unipolar or bipolar. Ventricular impedance at implant is essentially the same as today (330 ohms). No new medications have been prescribed. The reporter also stated that per a chest x-ray, the lead does not appear to be dislodged. Pocket manipulation and arm movements did not change noncapture. No noise was annotated on "iegms." "A lead electrocardiogram shows intermittent." Exit block is suspected.